Event description:
It was reported that when the patient would lie down with stimulation on, stimulation would start shocking them all over and stimulation felt strong. There were no falls or traumas reported. The manufacturer¿s representative (rep) reprogrammed the patient on the day of the report and was able to recapture some stimulation and the patient was not feeling shocking. The rep. Used electrode #3 and the electrodes on the opposite lead to capture stimulation. The right side was the target for stimulation. The rep. Further reported that when impedances were checked all pairs with zero through seven were greater than 10000, except pairs with three on the 8-15 side of the lead. The rep. Wasn¿t sure when the shocking started but thought it had been occurring for the last couple of months. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), explanted: 2015 (B)(6); product type lead product ID 3778-60, serial# (B)(4), explanted: 2015 (B)(6).

Event description:
Additional information reported the patient had a revision on (B)(6) 2015 due high impedances seen on the implantable neurostimulator (ins) system. The healthcare professional (hcp) opened up the pocket, removed the leads from the ins, wiped them down, and placed them back into the header block. When this was done the hcp did not hear a click with the setscrew (when using the hex wrench). No setscrew issues were noted. Electrodes #0-7 and #8-15 on both leads showed high impedances after this. When tugging on the lead they felt it was securely in the device. The ins was then replaced but this did not address the high impedances so the lead was changed out which resolved the issue impedance issue. Additional indication for use for the device was noted as spinal pain. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger. Product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).